Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
Document received alleges, an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. On (B)(6) 2008, the patient was admitted to the hospital post motor vehicle accident. While hospitalized, the patient received an unspecified volume of heparin lock flush solution usp 1000 units/10ml for an unspecified indication. After an unspecified length of time, the patient "developed and was diagnosed with hit" (heparin induced thrombocytopenia). Allegedly, the patient "developed multiple severe hit related injuries including, but not limited to, gangrene, graft thrombosis, clotting of the blood, cyanosis of the extremities, and necrosis of the extremities." On an unspecified date, the patient "required an amputation of his left forearm." No additional information was provided.